Manufacturer narrative:
The reported event of medication event ((B)(4)) - channel error file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the attached files alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that during an infusion on channel a, the pump module alarmed for ¿channel error¿. The error could not be cleared; the device was replaced and removed from service. There was no report of patient harm.